Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon¿ was selected for use. During the procedure, on the first dilation, it was noted that the balloon ruptured at 4atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 12mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use during the procedure. However, during the first inflation at 4 atmospheres, the balloon ruptured.the procedure was completed with another of the same device based on the procedure outcome. No patient complications were reported and the patient's status was stable.